Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fingerprint was not working due to software malfunction. A technical support specialist dialed into the station and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system, the fingerprint did not pop up when logging into station by the user. The customer reported that this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.